Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was reported to be undersensing. There was no mention of a revision. The lead remains implanted.

Manufacturer narrative:
(B)(6) 2017 - we were notified that this may have been appropriate device behavior based on the programming of the device.